Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, serial number label damage. Cosmetic damage was confirmed at the retainer ring.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.